Event description:
Dealer stated that the joystick was reading control inhibited and that the chair went into drive lock out at his home. Dealer stated the end user was stranded in his chair for three hours in but was still able to access tilt feature.